Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis, which was manifested by cloudy effluent. The cause of the peritonitis was unknown. Initially, the patient was not hospitalized for the event. The same day as event onset, the patient received a single dose of intraperitoneal vancomycin (dose not reported). Seven days later, the patient experienced other indications and was subsequently hospitalized. Two days later the peritonitis was confirmed and the patient was treated with intravenous (IV) vancomycin (daily, dose not reported) and IV meropenem (daily, dose not reported). At the time of this report the patient remained hospitalized, antibiotic therapy was ongoing and the patient was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.